Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available. D10: concomitant medical product: opb12, impl swissplus octagon 4. 1mm 12mm, lot: 61969579. G4: premarket identification: k011245/k002188. H6: event problem codes: patient code: 1994, 1932. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation

Event description:
Doctor reported that implants at tooth sites 12 and 11 were removed due to peri-implantitis. Pain, inflammation and edema were reported as a result of the event. Implants were placed together and 3 months later crowns were placed. In 2018 peri-implantitis with bone loss started and it progressed despite of treatment, so that implants completely lost integration. Patient has been rescheduled for regeneration this report refers to the explantation event.